Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 420 (mg/dl). It was also reported that customer could smell insulin; however, the source of where the insulin is coming from could not be identified. A pump bolus was delivered and water consumed to address bg level. During system check with tandem technical support, an incomplete temp rate was noted; however, customer purposely decided not to continue with temp rate because bg levels were decreasing. It was